Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the echo confirmed that the device position was shallow. The physician repositioned the impella, and some slack was noted, as the cannula jumped slightly as the heart contracted. The physician attempted to pull slack back, but the impella got kicked out of the left ventricle. The physician pulled 0.5cm at a time to leave minimal slack with optimal positioning.